Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a search for similar complaints, a review of historical data, and a review of product labeling. The abbott field service representative (fsr) performed significant troubleshooting and then noted the drier tip was dirty and installed too low. The fsr replaced the dryer tips and adjusted the height as required. There were no additional discrepant results reported on (B)(4) after the dry tips were replaced and adjusted. The cc cuv dry tip list number (B)(4) was designated likely cause for the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported on (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review of the pmr found no systemic issues or adverse trends for the issue associated with this ticket. (Erratic/discrepant results). A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or nonconformance associated with the cc cuv dry tip, list number (B)(4). Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This event was previously reported under manufacturer report number 3002809144-2019-00535, for a different suspect medical device, which is no longer considered a suspect medical device. All further information will be provided under this manufacturer report number (1628664-2019-00623).

Event description:
The customer reported an initial magnesium result of 1.3 mg/dl when processing on the architect c4000. The retest result was 2.3 mg/dl. The customer reported results for sid (B)(6) (female, (B)(6) year old) ranged from 2.3 - 6.3 (result of 2.3 was released). The customer uses a normal range of 1.7-2.5 mg/dl. No impact to patient management was reported.